Manufacturer narrative:
The report we received indicated that the balloon would not inflate and could not get a good connection with the hub. There was no report of patient injury or complication. The product was returned for evaluation and testing; however, the engineering evaluation is not completed. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon would not inflate.